Manufacturer narrative:
Supplemental medical device report (smdr) # 01 is being filed to correct the date received by MFR on the supplemental report previously filed. Incorrect date of 06/12/2015 is being corrected to 07/08/2015. (B)(4).

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress.

Event description:
An ophtalmologist reported that there was an occlusion in a handpiece. It happened before surgery and there was no patient involvement.additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4)

Manufacturer narrative:
Evaluation summary. The lot number was identified. A review of the device history records (DHR) was performed. No anomalies were found during the device history record review. The product was released based on manufacturer´s acceptance criteria. No additional investigation is required based on device history review. One opened .3mm intrepid bimanual set in a blister was received. The returned sample was investigated per facility procedure and was determined to be nonconforming with foreign material inside the threaded end of the tip. A functional water flow check was performed and this was nonconforming - no water would pass thru the tip. The sample evaluation has confirmed the claim of an occluded I/a tip. Discussions with the molding supplier have identified where this may occur as part of the molding process. (B)(4).